Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. A leak was later noted, and a vascular plug was implanted to treat the leak of the closure device. The patient was on plavix medication treatment. The patient had a follow-up transesophageal echocardiography (tee) on (B)(6) 2023, which showed no further leaks. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as the month of the implant noted by the patient as the exact date of the event is unknown. D6a: implant date - estimated as the implant noted by the patient as the exact date of the event is unknown.